Event description:
It was reported that during an impacted wisdom tooth extraction, a patient received a burn to the lower lip which required disposable sutures for treatment. Per the dental hygeinist, it is not expected that the patient will have any permanent scarring.

Manufacturer narrative:
The bur guard has not been received for evaluation. The drill involved in the burn is a 0260-901-300r. That handpiece was received for service on 5/5/2008. The drill did not have overheating issues based on the service report.